Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure when the physician attempted to reposition this right atrial (ra) lead, the helix would not extend. The field representative noted that the physician tried milking the lead using the stylet and used a different wrench without success. The lead was attempted and not implanted. A new ra lead was successfully implanted. No adverse patient effects were reported.